Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Cancelled procedure.

Event description:
During an implanting procedure when the catheter was inserted into the coronary sinus it could not advance. A chest x-ray and echocardiogram revealed cardiac perforation. The catheter was removed and the patient's condition remained stable. The physician recognized that it was procedure related.